Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had missing/stuck pixels which blocked graphics and text. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.